Event description:
It was reported that a spectrum pump had failed an upstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the issue was unable to be reproduced during evaluation. Evaluation inspected the device but observed true upstream occlusions instead. Pump is functioning as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.